Manufacturer narrative:
A ge service representative performed an onsite investigation. The leg rails were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the table footboard was difficult to remove. No patient death or serious injury was reported related to this event.